Event description:
The patient, with a recent st-elevation myocardial infarction (stemi), underwent percutaneous coronary intervention (pci) with placement of two drug-eluting stents (des) to the proximal left anterior descending (lad) artery. Following pci, the decision was made to initiate impella cp support. The peel-away sheath was removed and replaced with a repositioning sheath. Forward tension sutures were applied; however, significant oozing and hematoma formation were noted. A retrospective review of angiography revealed a kink in the peel-away sheath. Left femoral artery access was obtained for angiography, which demonstrated extravasation in the superficial femoral artery (sfa). Percutaneous transluminal angioplasty (pta) was performed, the impella pump was explanted, and an angio-seal device was placed. A follow-up angiogram confirmed resolution of the extravasation. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿